Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing episodes due to noise was observed in the ventricle channel. Based on the review of the episodes oversensed signals appear to be related to possible myopotentials. Further testing and programming changes were recommended.